Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -12.5/3.0/089 (sphere/cylinder/axis) was implanted into the patient's left eye(os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault and significant reduction of irido-corneal angles. Reportedly the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in microcentrifuge vial dry and residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).